Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an x-ray was done at a post op appointment and noted that both leads retracted from t8 to t9. The rep adjusted dtm programming around the new position. The issue is resolved. It is unknown if any environmental or external factors contributed to this event. The patient is alive with no injury. No further complications were reported or are anticipated.